Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report #s 1627487-2014-00062 and 1627487-2014-00063. The pt (B)(6) was implanted with four percutaneous leads from three different lots for purposes of a peripheral nerve stimulation trial (off-label). It was reported the pt's stimulation was causing pain. X-rays revealed migration for all four devices. The leads were removed on (B)(6) 2014.